Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70 serial: (B)(4). Batch: 15650094.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a revision procedure due to lead replacement procedure. The explanted leads were not returned as they were not released by the facility.